Event description:
It was reported that patient wanted meet with the manufacturer representative. The patient was told to increase the setting until the patient could feel stimulation at the ¿bottom of the buttocks jolting.¿ it was stated that the patient experienced ¿more problems¿ and a loss of therapeutic effect. Stimulation was increased stimulation from 1.0 to 3.3 volts and the patient did not feel it. It was noted that therapy was only 60% effective when the patient had effect. The patient was greatly concerned that her diagnosis had gotten worse, but she would not know until a biopsy was performed. It was noted that the patient currently did not have a managing healthcare provider (hcp). The time was coming for the ins to be replaced. The onset for the loss of therapeutic effect was unknown. It was stated that stimulation was currently off and the patient did not notice a difference. It was further reported that the patient had received assistance from their hcp or manufacturer representative and their concerns were resolved. An appointment date of (B)(6) 2014 with their hcp was noted. Later it was reported that the manufacturer representative was not sure what the patient wanted them to do when they met with them on (B)(6) 2014. They ran an impedance and the patient had some circuits measuring over 4000 and the battery life was 15 to 28 months. The manufacturer representative explained that the patient would have to discuss their options with their hcp and that they had 2 circuits that appeared fine. They set 2 programs that included the less than 4000 circuits and the patient notified them that they would be making an appointment with their regular hcp. The cause of the event was not determined and the manufacturer representative didn't know how the patient was doing now and gave them their telephone number for future reference. The patient had scheduled an appointment and system removal and scheduled a stage 1 replacement for (B)(6) 2014 with stage 2 to follow on (B)(6) 2014. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3093-33, lot# v415400, implanted: (B)(6) 2010, product type: lead. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that the patient had their implantable neurostimulator (ins) and lead replaced on 2014-(B)(6). When the lead was disconnected from the battery and tested 3 electrodes were not working so the lead was replaced due to this malfunction. It was not known why the lead was not working and it would not be returned as it was disposed of by the hospital. The device was replaced as well as it only read 11 months left of service and the hcp thought it was easier to replace it at the same time. There was no malfunction noted with the battery and it would not be returned as it was disposed of by the hospital.